Event description:
The pt's family member contacted lifescan in 2005 and alleged that pt's one touch ultra meter (serial number not provided) was not powering on. The reporter/pt did not have the meter since they had sent it in for a rebate/trade-in for a new one touch ultra meter. It was reported that the pt went to the hosp, was treated with dka, and was given insulin treatment. The reporter also informed the customer service agent that the pt was tricking his family members and performing a control solution test instead of testing his blood. He was not marking these tests with a 'c' for control and therefore, his family members thought that his results were good. The pt then had to seek medical attention due to very high results. At the time of troubleshooting, it was verified that this was not a new product and that the pt was using the correct test strips. The reporter was asked to press the power button, button, but the meter would not turn on. The batteries were checked and they were correctly installed. They were last replaced less than a year ago. The condition of the battery contact was also good. The pt was sent a replacement meter.